Manufacturer narrative:
The device was returned and customer allegation was confirmed. No image was displayed when the camera head was connected. Cable was cut and coupler logos were peeling off. Camera required cable connector and coupler replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the camera head produced no video image and only the button instructions were visible on the screen. Also, there was a breach in the insulation on the cable. There were no reports of patient harm associated with the event.

Event description:
Additional information received identifies the phenomenon was discovered during preparation for use of an unknown diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred because the video function did not work properly due to a cut on the cable. Olympus will continue to monitor field performance for this device.